Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormally heavy bleeding/heavy bleeding/cloting") in a 36-year-old female patient who had essure (batch no. A96182) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast discharge, multi gravida, miscarriage, parity 2, abscess, mastitis, breast mass, chickenpox in 2008 and breast inflammation. Previously administered products included for an unreported indication: mirena and depo-provera. Concurrent conditions included body mass index normal, mastitis, influenza a virus infection and bronchitis. Family history included diabetes in 2008, hypertension, heart disease, unspecified and mental disorder. Concomitant products included cilest (sprintec), ciprofloxacin from (B)(6) 2014 to (B)(6) 2015, linaclotide (linzess) from (B)(6) 2016 to (B)(6) 2016, megestrol from (B)(6) 2016 to (B)(6) 2016, metronidazole since (B)(6) 2014, naproxen sodium (aleve caplet) from march 2014 to may 2016, paracetamol (extra strength tylenol) from march 2014 to may 2016 and sertraline (zoloft) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, 3 months 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular menstrual bleeding"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes,"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced headache ("headaches"), nausea ("nausea") and pain in extremity ("leg pain"). In (B)(6) 2014, the patient experienced migraine ("migraines"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), abdominal distension ("bloating"), constipation ("constipation"), abdominal pain ("pain sharp abdominal") and back pain ("pain lower back"). On an unknown date, the patient experienced abdominal pain lower ("acute cramping"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2016, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, female sexual dysfunction, urinary tract disorder, dysmenorrhoea, migraine, headache, fatigue, alopecia, vaginal discharge, weight increased, dizziness, abdominal distension, abdominal pain, back pain and pain in extremity had resolved, the abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia, bladder disorder, cystitis, urinary tract infection, vaginal infection, nausea, depression, anxiety, weight decreased, constipation and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. On (B)(6) 2014, hysterosalpingogram showed confirming satisfactory position and full occlusion of plaintiff's fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received- reporter information, patient details, other relevant history, product information events- abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), bladder problems, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection (bladder) urinary tract infection, vaginal infection, migraines, headaches, nausea, psychological or psychiatric problems- depression, mental anguish, fatigue, hair loss, pain, vaginal discharge, weight gain, weight loss, dizziness, bloating, constipation, irregular menstrual bleeding, pain sharp abdominal, pain lower back, leg pain were added on 1-mar-2018: medical recxord received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormally heavy bleeding/heavy bleeding/clotting") in a 36-year-old female patient who had essure (batch no. A96182) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast discharge, multi gravida, miscarriage, parity 2, abscess, mastitis, breast mass, chickenpox in 2008 and breast inflammation. Previously administered products included for an unreported indication: mirena and depo-provera. Concurrent conditions included body mass index normal, mastitis, influenza a virus infection and bronchitis. Family history included diabetes in 2008, hypertension, heart disease, unspecified and mental disorder. Concomitant products included cilest (sprintec), ciprofloxacin from (B)(6) 2014 to (B)(6) 2015, linaclotide (linzess) from (B)(6) 2016 to (B)(6) 2016, megestrol from (B)(6) 2016 to (B)(6) 2016, metronidazole since (B)(6) 2014, naproxen sodium (aleve caplet) from (B)(6) 2014 to (B)(6) 2016, paracetamol (extra strength tylenol) from (B)(6) 2014 to (B)(6) 2016 and sertraline (zoloft) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, 3 months 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular menstrual bleeding"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes,"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced headache ("headaches"), nausea ("nausea") and pain in extremity ("leg pain"). In (B)(6) 2014, the patient experienced migraine ("migraines"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), abdominal distension ("bloating"), constipation ("constipation"), abdominal pain ("pain sharp abdominal") and back pain ("pain lower back"). On an unknown date, the patient experienced abdominal pain lower ("acute cramping"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with paracetamol (pain relief) and surgery (on (B)(6) 2016, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, female sexual dysfunction, urinary tract disorder, dysmenorrhoea, migraine, headache, fatigue, alopecia, vaginal discharge, weight increased, dizziness, abdominal distension, abdominal pain, back pain and pain in extremity had resolved, the abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia, bladder disorder, cystitis, urinary tract infection, vaginal infection, nausea, depression, anxiety, weight decreased, constipation and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. On (B)(6) 2014, hysterosalpingogram showed confirming satisfactory position and full occlusion of plaintiff's fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('abnormally heavy bleeding/heavy bleeding/clotting') in a (B)(6) female patient who had essure (batch no. A96182) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chickenpox in 2008, breast discharge, multi gravida, miscarriage, parity 2, abscess, mastitis, breast mass and breast inflammation. Previously administered products included for an unreported indication: mirena and depo-provera. Concurrent conditions included body mass index normal, mastitis, influenza a virus infection and bronchitis. Family history included diabetes, hypertension, heart disease, unspecified and mental disorder. Concomitant products included ciprofloxacin from (B)(6) 2014 to (B)(6) 2015, ethinylestradiol;norgestimate (sprintec), linaclotide (linzess) from (B)(6) 2016 to (B)(6) 2016, megestrol from (B)(6) 2016 to (B)(6) 2016, metronidazole since (B)(6) 2014, naproxen sodium (aleve caplet) from (B)(6) 2014 to (B)(6) 2016, paracetamol from (B)(6) 2014 to (B)(6) 2016 and sertraline hydrochloride (zoloft) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular menstrual bleeding"), 3 months 12 days after insertion of essure. On (B)(6) 2014, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes,"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss") and experienced the first episode of female sexual dysfunction ("aparcunia"). In (B)(6) 2014, the patient experienced headache ("headaches"), nausea ("nausea") and pain in extremity ("leg pain"). In (B)(6) 2014, the patient experienced migraine ("migraines"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), abdominal distension ("bloating"), constipation ("constipation"), abdominal pain ("pain sharp abdominal") and back pain ("pain lower back"). On an unknown date, the patient experienced abdominal pain lower ("acute cramping"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse"), depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with paracetamol (pain relief) and surgery (on (B)(6) 2016, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, the last episode of female sexual dysfunction, urinary tract disorder, dysmenorrhoea, migraine, headache, fatigue, alopecia, vaginal discharge, weight increased, dizziness, abdominal distension, abdominal pain, back pain and pain in extremity had resolved, the abdominal pain lower was resolving and the vaginal haemorrhage, menorrhagia, bladder disorder, cystitis, urinary tract infection, vaginal infection, nausea, depression, anxiety, weight decreased, constipation and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, constipation, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. On (B)(6) 2014, hysterosalpingogram showed confirming satisfactory position and full occlusion of plaintiff's fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-apr-2020: pfs received. New event apareunia added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormally heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("acute cramping"), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("pain during intercourse"). The patient was treated with surgery (on (B)(6) 2016, underwent a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage and dyspareunia was resolving. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Diagnostic results: on (B)(6) 2014, hysterosalpingogram showed confirming satisfactory position and full occlusion of plaintiff's fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.